Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received three appropriate treatments and a non-lifevest defibrillation. The device was started up at 20:27:28 on (B)(6) 2024. At 15:08:11 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs degrading to vf. At 15:08:46, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm. At 15:09:15, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 260 bpm. At 15:09:44 the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was vt @ 240 bpm with CPR/motion artifact and electrode lead falloff. At 15:11:40, an arrhythmia was detected. ECG shows with CPR/motion artifact. At 15:11:22, the patient received the non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vf with CPR/motion artifact. Post shock rhythm was vt @ 170 bpm with CPR/motion artifact degrading back to vf with CPR/motion artifact and electrode lead falloff. The patient received a non-lifevest defibrillation 18 seconds before the detection sequence started. The electrode belt was disconnected at 15:41:46 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.